Manufacturer narrative:
Device location unknown.

Event description:
The article 'effect of the subcutaneous route for iliac screw insertion in lumbopelvic fixation for vertical unstable sacral fractures on the infection rate: a retrospective case series' in injury, international journal of care of the injured, volume 47 (issue 10) 2016, was reviewed. Twenty-eight patients with vertical unstable sacral fractures underwent either bilateral lumbopelvic fixation (23) or unilateral lumbopelvic fixation (5) using the xia pedicle screw system. Sixteen patients additionally presented with sacral fractures, all of which were united at the twelve-month follow-up. Post-operative radiographic imaging confirmed that the position of the pedicle and iliac screws was in the correct position for all twenty-eight patients. One patient experienced a "broken connection rod" within 30 days of implantation. The patient was not revised and, at the 12-month follow-up was noted to have a fused fracture despite the broken rod. The corresponding author was contacted and noted that the implant-related complication was not directly related to the stryker device but rather were attributed the original sacral fractures for which the patients were initially treated. All patients were noted to be, "doing well and back to their daily activities during follow ups (at least 4 years)."

Manufacturer narrative:
This complaint was opened as a result of study review titled, "effect of the subcutaneous route for iliac screw insertion in lumbopelvic fixation for vertical unstable sacral fractures on the infection rate: a retrospective cases series." Twenty-eight patients with vertical unstable sacral fractures were treated between 2012 and 2014. Xia screws and non-stryker 3.5 mm reconstruction plates were implanted. Catalog and lot numbers were not provided. The article concluded that the subcutaneous route for iliac screw insertion is a simple, safe and effective technique when performing lumbopelvic fixation for vertical unstable sacral fracture. This complaint addresses one patient who experienced a broken connection rod. At the 12-month follow-up, it was noted that the patient had fused. No additional information was provided. Per corresponding author, complications discussed in this article were not directly related to the stryker devices but rather were attributed the original sacral fractures for which the patients were initially treated. All patients were noted to be, "doing well and back to their daily activities during follow ups (at least 4 years)." The root cause of the rod fracture cannot be determined from the information provided.

Event description:
The article 'effect of the subcutaneous route for iliac screw insertion in lumbopelvic fixation for vertical unstable sacral fractures on the infection rate: a retrospective case series' in injury, international journal of care of the injured, volume 47 (issue 10) 2016, was reviewed. Twenty-eight patients with vertical unstable sacral fractures underwent either bilateral lumbopelvic fixation (23) or unilateral lumbopelvic fixation (5) using the xia pedicle screw system. Sixteen patients additionally presented with sacral fractures, all of which were united at the twelve-month follow-up. Post-operative radiographic imaging confirmed that the position of the pedicle and iliac screws was in the correct position for all twenty-eight patients. One patient experienced a "broken connection rod" within 30 days of implantation. The patient was not revised and, at the 12-month follow-up was noted to have a fused fracture despite the broken rod. The corresponding author was contacted and noted that the implant-related complication was not directly related to the stryker device but rather were attributed the original sacral fractures for which the patients were initially treated. All patients were noted to be, "doing well and back to their daily activities during follow ups (at least 4 years)."